Manufacturer narrative:
Event was reported to coopervision via news story on (B)(6). No additional info is available at this time. Method: no lot info, no lenses, no exam of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
Pt went to ER on (B)(6) 2011 after using avaira toric (enfilcon a) contact lenses from a new box recently purchased. Pt stated it seems like the cornea had torn and rolled back. Pt's father stated that the doctor confirmed a severe tear, and treated the pt with antibiotics and pain medication.